Manufacturer narrative:
The device was returned to olympus for evaluation. The repair center was unable to confirm the customer's complaint, but did find a worn out video connector latch causing poor connection to the scope connector. Olympus advised the customer to check the scope, maj-1933 cable connection and light source for possible cause of the error. The device was repaired and returned to the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely a temporary malfunction of the printed circuit board occurred. In addition, as described in the instruction manual, "securely connect the endoscope or camera head. There is a possibility that noise may be generated in the images or the connection may be disengaged and the images may not be output," it is also possible that an electric contact failure occurred due to incomplete connection with the main unit or adhesion of foreign matter (on the scope side). This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer reported to olympus that all scopes were presenting a b30 communication error on the cv-190 evis exera iii video system center and that the image had colored dots on the whole screen tray. There was no report of health consequence to a patient.